Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation is cut at various locations, and the proximal conductor is distorted at various locations,

Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted due to high impedance. During the procedure, the impedance kept increasing, even after attempting to place the lead in several locations. The sensing would also continuously decrease very quickly and would only sense intermittently. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.